Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 120 units of insulin and the insulin gauge decreased to 37 units after delivering an unspecified amount. The customer's blood glucose level was 172 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported loading a new cartridge successfully and receiving an accurate fill estimate.